Event description:
Report # 2 of 2 for this event. It was reported via a legal notification, that a patient had an initial right total knee arthroplasty. Subsequently, eleven (11) years, five (5) months later, the patient experienced pain and discomfort in the anterior and anteromedial aspects of the right knee, instability, swelling, decreased range of motion and walking with a limp. As a result, the patient underwent a right knee revision procedure. Additionally, it was reported via legal documentation that upon explanting of the surgeon observed that the polyethylene liner was completely worn-through medially. The liner itself was fragmented, and the femoral component was significantly loose with significant osteolysis of the medial and lateral condyles. No medical or operative reports were provided. No additional information is available. The revision reported in case-(B)(4) was likely the result of prosthesis wear, osteolysis, and an insufficient bond between the femoral component and the bone which led to aseptic (non-infected) femoral loosening. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear, osteolysis, and femoral loosening could not be determined as the device was not returned for evaluation, and images and radiographs were not provided. Ebi search - not found.

Manufacturer narrative:
D10: optetrak femoral component size 5; optetrak tibial component size 4; optetrak tibial insert; and optetrak patella. H10: multiple MDR reports were filed for this event, please see associated report: 1038671-2022-01631. The revision was likely the result of prosthesis wear, osteolysis, and an insufficient bond between the femoral component and the bone which led to aseptic (non-infected) femoral loosening. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear, osteolysis, and femoral loosening could not be determined as the device was not returned for evaluation, and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.